Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs system explanted. Reportedly, the patient complained of not receiving sufficient pain relief from the system.